Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the it was reported that the procedure was to treat a de novo lesion located in the proximal circumflex coronary artery that was mildly tortuous, moderately calcified and 80% stenosed. The lesion was predilated with a 1.5 x 12mm and a 2.0 x 12mm mini trek balloon at 8 atmospheres. The xience prime 2.75 x 33 mm was deployed at 10 atmospheres and when removing the stent delivery system, a check shot revealed that there was a dissection at the distal end of the stent implant. A 3.0 x 18 mm xience pro was used to cover the dissection. Results were very good with timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.